Event description:
A user facility reported this lma would not maintain inflation during use in a pt. The case was completed without any pt injury or problem. The device has been returned to lma north america and will be forwarded to the MFR for evaluation.